Event description:
One of two patients with b. Cepacia recovered from a bal within 5 days of each other with a background rate of 2-4 cases a year. Therapy start date: (B)(6) 2017. Therapy end date: (B)(6) 2017. Diagnosis or reason for use: oral care.